Event description:
Revision surgery the pt had a 32mm semiconstrained socket insert replaced with a 32mm standard socket insert. The surgeon noted during the surgery that the semiconstrained socket insert was scratched on the smooth surface. The doctor then confirmed that he planned on revising the stem due to subsiding and wear. He then swapped the insert and stem.

Manufacturer narrative:
The reason for this revision surgery was to remedy a worn insert after 9.7 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this part number: three dislocations, and three for dissociation. This is the first complaint for this lot number. The root cause for the wear was most likely due to subsidence. There is no inventory containment required. There are no indications of a product or process issue affecting implant safety or effectiveness.